Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained an inaccurate blood glucose reading on the contour next link meter. It is unknown which reading was in question. The customer passed out. The advocate called the emergency service, who obtained a reading of 30 mg/dl on their meter. The customer was given glucose after which he recovered well. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link meter was tested with the in-house contour next test strips from lot # 9hpef01a using a blood sample, which gave a satisfactory performance.